Event description:
The customer reported that the device had a device error message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device had a device error message. There was no reported pt involvement. Philips fse evaluated the device and did not confirm a failure. The therapy cable was taken off and tested it with a different device and passed self test on one of their other units. The available info does not support that a malfunction occurred.